Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving dilaudid via an implantable pump for unknown indications for use. It was reported that 3-4 days ago the pump went empty due to the patient being in the hospital (not alleged to be related to device/therapy). The healthcare provider (hcp) told them their pump was "destroyed", so it is being replaced. The agent reviewed we cannot overstep what the hcp is recommending but to have technical services assist if needed with troubleshooting to confirm functionality/any issues. The patient was on a pain patch until surgery on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient reported that they were told that once the pump went dry it would no longer work but another healthcare provider said it would be fine; they were wondering which was correct and stated they have a dye study scheduled in january to check if the pump was working.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider (hcp) indicated that, in regards to the report that the pump was "destroyed", the patient "no-showed" to a pump refill. The internal tubing was no longer reliable, as the pump had been dry for greater than 48 hours. At the time of this report, the pump remained in the patient and a replacement was pending.